Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.